Event description:
As reported, the patient developed a hematoma after use with a 6-12f mynx control venous vascular closure device (vcd). The patient presented to the emergency room (ER) for persistent, twenty four hour hiccups and the patient had a hematoma and ecchymosis to the right groin. Superficial thrombophlebitis documented per ER notes. No treatment for the site. The user is mynx certified. Procedure was an ablation for svt or afib. A non cordis sheath was used. There were multiple sheath exchanges. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx vcd use. Other procedural details were requested but were not provided. The device will not be returned for evaluation.

Manufacturer narrative:
As reported, the patient developed a hematoma after use with a 6-12f mynx control venous vascular closure device (vcd). The patient presented to the emergency room (ER) for persistent, twenty four hour hiccups and the patient had a hematoma and ecchymosis to the right groin. Superficial thrombophlebitis documented per ER notes. No treatment for the site. The user is mynx certified. Procedure was an ablation for svt or afib. A non cordis sheath was used. There were multiple sheath exchanges. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx vcd use. Other procedural details were requested but were not provided. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " hematoma, ecchymosis, and thrombosis" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event, as well as other patient comorbidities. Access site hematomas/hemorrhages are a common post-procedural complication and is listed in the instructions for use (IFU) as such. Access site hemorrhage events after manual compression are frequently related to stick technique, anticoagulation, blood pressure, adequate manual compression technique, and the patient's compliance to decrease mobility of the affected limb in order to promote coagulation. Access site bleeding events can require prolonged manual compression, blood transfusion, or even surgical intervention. Ecchymosis, or bruising, is a skin discoloration resulting from bleeding underneath the skin. Ecchymosis around a puncture site can occur due to minor bleeding during the initial puncture, during sheath exchanges, or after the deployment of the vcd. This bleeding is typically light and results from the punctured vein wall allowing blood to pool under the skin. This condition is also a well-known potential adverse event following the use of a vcd after an invasive procedure. According to the instructions for use which is not intended as a mitigation of risk, ¿in addition to the complications noted in the mynx clinical trial, the following potential complications, which may be related to the endovascular procedure or the vascular closure, may occur: allergic reaction, ecchymosis, superficial vein thrombosis, foreign body/local reaction, retroperitoneal bleed, vessel occlusion, pulmonary embolism, or death.¿ based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the units. However, a risk assessment has been initiated to further investigate similar complications reported.